Manufacturer narrative:
The investigation into the reported low pump flow has been completed since the original report was filed. Upon investigation of the pump a clot was observed in the inflow cage and around the impeller. Data logs confirm low pump flows and show a motor current spike and the placement signal trending upwards. The root cause of the low pump flow issue was determined to be biomaterial.

Event description:
The user facility reported a 64-year-old male with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. The patient was also implanted with an impella 5.5 on the left side. The rp had low flows despite anticoagulation management. The rp was removed and replaced. The 2nd pump had same low flows. No lasting harm or injury but due to poor preload for the left sided 5.5 impella pump, the pump was explanted and patient placed on ECMO support instead.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.